Event description:
It was reported that, on an unknown date, a 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock was found to have generated a leak during patient use. The reporter stated the trifuse extension on the patient's peripherally inserted central catheter (PICC) line had fluid being pushed through and leaking out when being flushed. There was no patient harm reported.

Manufacturer narrative:
One photo was shared by the customer, a sheet with the note " trifuse extension on patient PICC line had fluid leaking out when flush being pushed through". No affectied set is shown. One (1) used. List #b33980, 5" connected to an used, blue microclave was returned for evaluation. As received no damage, only an unknown solution residual inside the set was observed. The set was primed as procedure and a leak coming from between the shunt and tapered connection of the trifuse was confirmed. Complaint of leak can be confirmed. The probable cause is due to insufficient solvent coverage during the assembly process in ensenada. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.